Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "a mis-drill occurred during distal locking. Preoperative target accuracy check showed no problems."